Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The cuff miss was confirmed. Additionally, device analysis revealed the anterior cuff had a separated tab that was not returned. Cuff tabs measure one one-hundredth of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The two other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with three proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, cuff misses occurred with all three proglide devices. The aaa procedure was completed and hemostasis in the right common femoral artery was achieved surgically. There were no reported adverse patient effects or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.